Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported the patient was on impella cp support. While on support, extensive bleeding was noted on the access side after transfer to intensive care unit (ICU). The ICU staff could not handle the bleeding, and a surgical intervention was needed. Afterwards, a sandbag was placed on the groin to prevent further bleeding. Patient eventually expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 revised as a selection was missing from initial manufacturer device report number 1220648-2024-18576. B.5 revised as medical safety review was missing from initial manufacturer device report number 1220648-2024-18576. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-18576. E.1 revised name prefix/title, facility name, address line 1 and city since initial manufacturer device report number 1220648-2024-18576 was submitted. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-18576 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-18576 in accordance with updated procedures.

Event description:
The patient expired while on support. Per medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome.